Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was initiated and completed without failures. A system air leak test was initiated and failed when the pressure did not build to 2800 mbar. The compressor was replaced and the test was repeated. The system air leak test failed again because the vacuum did not build to 500 mbar. The valve 26 was replaced and the system air leak test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the pneumatic lines and the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when the cassette was being removed from the cycler at the end of pd treatment. There was no alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The hospital clinic administrator (hca) was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The hca indicated that the set was discarded. Upon follow up, the hca reported that treatment was completed on a different cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and are continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Revised to include the alleged source of the leak (inadvertently omitted).

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler set and within the cycler's cassette compartment when removing the set from the cycler at the end of pd treatment. There was no alarm from the cycler. It is unknown at which point in therapy the leak may have begun. The source of the leak was from an unspecified origin from the cycler set. It was reported that there was fluid within the cycler. The hospital clinic administrator (hca) was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The hca indicated that the set was discarded. Upon follow up, the hca reported that treatment was completed on a different cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The clinic has received a new cycler which is working well and are continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.